Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during the preparation it was noted resistance was met with the hydrawire it could not be advanced into the sphincterotome. The procedure was completed with a new hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; loose solder fragment found inside guidewire lumen.

Manufacturer narrative:
A visual examination of the device found the working length to be twisted. Additionally the tip, including extrusion and cut wire were found to be twisted. A functional evaluation was performed by inserting a .035" guidewire through the device. The guidewire advanced to within 12 cm of the tip and could not be advanced further due to an obstruction in the guidewire lumen. A small piece of solder was present in the guidewire lumen. The condition of the returned unit was consistent with the complaint that the guidewire could not be advanced through the device. The investigation confirmed that the guidewire lumen was obstructed. The root cause of the obstruction was a small piece of loose solder within the guidewire lumen of the device. A device history record (DHR) review of lot number 14709321 was performed there were no non-conforming events or any deviations identified. A lot history search was performed and found no other complaints against lot number 14709321.